Event description:
It was reported by the customer, during a qualification of the olympus etd3 plus paa thermo-disinfector, all channels on two (2) evis exera iii colonovideoscopes, two (2) evis exera iii gastrointestinal videoscopes, and an evis exera iii gastrointestinal videoscope were microbiologically cultured. The evis exera iii gastrointestinal videoscope tested positive for one (1) colony forming unit (cfu) of stenotrophomonas maltophilia. Additionally, the terminal rinse water of the std35plus cycle of the washer-disinfector tested positive for fifty-two (52) cfus of sphingomonas paucimobilis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: e2 - e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when the legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) practices, it was noted that the flushing was not performed for the air/water channel at precleaning. The following is included in the IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.